Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle hub pull out occurred during use with a needle 23g 1in tw. The following information was provided by the initial reporter, the needle is disconnecting from the syringe when we go to push the plunger in. ¿we have been having problems with the bd 23g x25mm needles. When injecting an immunisation into the person, it feels as if the needle is blocked somehow?? The needle is disconnecting from the syringe when we go to push the plunger in and the immunisation is spurting out - not going into the person. We had another box of each needles with a different batch number, so we have just started to use these. I have taken out of our stock the above batch number. As I mentioned we have been using bd needles for years - and never come across this, it is unusual.¿ 10 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub pull out occurred during use with a needle 23g 1in tw. The following information was provided by the initial reporter, the needle is disconnecting from the syringe when we go to push the plunger in. ¿we have been having problems with the bd 23g x25mm needles. When injecting an immunisation into the person, it feels as if the needle is blocked somehow?? The needle is disconnecting from the syringe when we go to push the plunger in and the immunisation is spurting out - not going into the person. We had another box of each needles with a different batch number, so we have just started to use these. I have taken out of our stock the above batch number. As I mentioned we have been using bd needles for years - and never come across this, it is unusual¿ 10 occurrences were reported.